Manufacturer narrative:
The provided qc data gave no indication of a reagent or instrument issue. The analyzer alarm history had no conspicuous events. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys troponin t hs assay result for 1 patient tested on a cobas 8000 e 801 module. The troponin t result was 290 ng/l. The initial result was reported outside of the laboratory and a new blood draw was requested. The new sample and the original sample were tested. The troponin t result from the new sample was 8.45 ng/l and the original sample had now a troponin t result of 8.28 ng/l. The patient's troponin t result was reported out as 9 ng/l. The patient sample was processed by a modular pre-analytical system. The troponin t reagent lot was 37069500 with an expiration date of 31-mar-2020.